Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the ventilation, an ¿o2 supply failed¿ error occurred, resulting in the interruption of oxygen delivery. Device was replaced with another ventilator. The customer, who independently manages their c6's ventilator fleet, conducted a full inspection and performance check testing following the incident and was unable to replicate the errors or identify any faults. No harm to the patient or third party were reported.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4), hamilton medical ags conclusion: hamilton medical ags conclusion: it was determined that the device displayed the message ¿oxygen off¿ at the time of the event. This message indicates that oxygen monitoring was disabled and does not signify a failure in oxygen delivery. No hardware or software malfunction was identified. Functional testing performed after the event confirmed that the device is operating correctly and is fit for use. Based on the available information, the incident is most likely related to the external oxygen supply or a misinterpretation of the display status.